Event description:
It was reported that the user¿s ilet pump was placed on the charger with low battery, remained connected for several hours, and the user did not pause insulin delivery; during this time glucose rose from an urgent low to severe hyperglycemia, and the user then entered two meal announcements close together that depleted the cartridge, triggering an out-of-insulin pause and necessitating a supply change. Symptoms included urgent low glucose, low glucose, urgent low soon, and high glucose, 47 to 401 mg/dl. Outcomes included device pause due to very low and low battery states and out-of-insulin, followed by recovery of glucose after the supply change. Investigation included review of device logs and case linkage with related supply change and hyperglycemia records. Investigation of this case revealed inappropriate use patterns, including announcing meals as a correction and not pausing insulin while charging, leading to low drug and out-of-drug states; no device malfunction was identified, and the device components functioned as designed. It was concluded, based on previously established findings for similar reports, that user technique and therapy management contributed to the event, and education and troubleshooting were completed.